Event description:
It was reported that at the implant procedure the balloon from the catheter would not "close" after a few attempts. The catheter was replaced by another catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis revealed the mechanical operation of the balloon catheter was occluded. Visual summary analysis of the lead indicated damage at implant.